Event description:
In 2007, the patient's wife (reporter contacted lifescan on behalf of the lay user/patient alleging an "apply sample" issue with the patient's one touch ultra meter. The reporter stated that the reported issue first began about a week or ago possibly in the morning. The patient reportedly did not take any action in the regards to his diabetes after the issue started. At an unspecified time later, the patient developed symptoms of feeling dizzy and warm. He went to the urgent care "about a week ago or more" and was tested on a health care professional device. The reporter was unable to specify the patient's blood glucose result and what type of treatment he received at the urgent care. The customer service representative (csr) noted that the correct testing techniques were used. The reporter was unable to retest with a new vial of test strips since she did not have any test strips. This complaint is being reported because the patient alleged she developed symptoms after the "apply sample" issue stated. In addition, the reported "apply sample" issue could not be resolved with training on the phone. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.